Event description:
It was reported that during a training/demo of the da vinci system, the customer encountered an error 23062 on the left master tool manipulator (mtml) when starting up the simulator. The customer restarted the console but the error remained. The customer confirmed that there was no obstruction on the mtm movement. The customer was unable to test the console with the rest of the system at the time as there was an ongoing procedure in another room. The customer requested service for the issue. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error 23062 in the system logs and replaced the left master tool manipulator (mtml) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the mtml is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.